Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unit also received with cracked case(battery tube) and cracked case on the side of pump.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 192 mg/dl at the time of the incident. The insulin pump was not exposed to moisture. Customer was using aa (B)(6). Product analysis identified blank display due to corroded electronic assembly. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.